Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2017 with the following findings: a review of the black box indicated an unexplained reboot occurred at 21:45 on (B)(6) 2017 and deliveries never resumed. A ¿basal edit not saved¿ alert was recorded at 16:04 on (B)(6) 2017, indicating that the user attempted to edit the basal rate but did not select ¿save¿. Multiple unexplained ¿loss of prime¿ warnings were observed on (B)(6) 2017 and (B)(6) 2017. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on an unspecified date, the patient experienced low blood glucose (bg) of 1.8 mmol/l with dizziness, unsteadiness, blurred vision, and confusion. Reportedly, the patient self-treated with oral carbohydrates and remained on the pump. Customer technical support reviewed the pump with the reporter and found all settings and histories matched, as programmed. During troubleshooting it was determined that the patient was miscounting carbohydrates. The patient was referred to their healthcare provider for diabetes management. It was also determined that the bolus settings had been incorrectly programmed. This complaint is being reported based on the allegation that the patient experience hypoglycemia associated with use error of the pump.